Event description:
It was reported that during a laparoscopic cholecystectomy the subject device showed blurry picture, was unable to focus, and also the tower read camera head error. The procedure was continued with a similar device ensuring there was no delay or impact on the patient.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported that during a laparoscopic cholecystectomy the subject device displayed a blurry picture, which was unable to focus, and also the tower read camera head error. The procedure was continued with a similar device ensuring there was no delay or impact on the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (ccd, charged coupled device). Olympus will continue to monitor field performance for this device.